Event description:
Customer reports that the pt tested 11mg/dl, 99mg/dl, and 268mg/dl within 6 minutes on the same device. Customer also reports that a different pt tested 44mg/dl and 78mg/dl within 5 minutes. No treatment info was provided. No valid controls were used. Requested return of suspect device and replacement was sent.